Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the delivery system was difficult to advance to the correct position before cautery was used. The procedure was not completed due to device availability. Reportedly, patient's cyst began to shrink on its own and the patient decided not to have another procedure. There were no patient complications reported as a result of this event.